Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was misaligned. A field service engineer resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was unable to recover. The customer reported that they received a some of the medication from the pharmacy; however, they encountered a delay in the dispensing procedure. There were no adverse events or injuries reported based on this event.